Manufacturer narrative:
System updates pending. Result: known inherent risk of procedure. (B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, procedural factors (torn ncc leaflet during bav), in addition to patient factors (severe valvular calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-02080.

Event description:
Post deployment of a 23mm sapien xt valve, via the transaortic approach, severe paravalvular leak (pvl) was noted. The severe pvl was still present following post dilation of the xt valve. During the balloon aortic valvuloplasty (bav) procedure with an edwards device, the non-coronary cusp (ncc) leaflet was torn, resulting in severe regurgitation. A 23mm sapien xt valve was quickly prepared and deployed in a final 50:50 aortic/ventricular (a/v) position. A portion of the torn leaflet was caught by the frame of the valve during deployment. Embolization of another piece of the torn leaflet was also observed. Post xt valve deployment, severe pvl was noted. Post dilation was performed with an additional 1.5ml of volume; however, the severe pvl was still present. The patient was not stable enough for open surgery. The decision was made to monitor the patient's condition for 24 to 48 hours. At the time of this report, the patient was in stable condition. The native annulus measured 25mm x 21mm by CT with a valve area of 391mm2. Severe aortic valve calcification with severe restriction of leaflet excursion was reported. It was perceived that patient factors, significant calcification and poor vascular condition, likely contributed to the torn ncc leaflet and subsequent pvl post valve deployment.